Event description:
The facility reported an infusion pump with a failure code 812:02 which occurred during patient use. The facility's representative stated no patient incidents were involved with the pump since the last baxter service event. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, the pump programming and set-up information, specific patient information, tubing product code and lot number in use.